Event description:
The balloon catheter was uneventfully delivered to the target m2 middle cerebral artery lesion and the balloon was inflated twice to 6 atmospheres but the vessel was not expanded. While the physician attempted to inflate the balloon third time, it was noted that contrast leaked from the balloon. The subject device was changed to another of the same device and the procedure was successfully completed. There was no clinical consequence to the patient due to the reported event.

Event description:
The balloon catheter was uneventfully delivered to the target m2 middle cerebral artery lesion and the balloon was inflated twice to 6 atmospheres but the vessel was not expanded. While the physician attempted to inflate the balloon third time, it was noted that contrast leaked from the balloon. The subject device was changed to another of the same device and the procedure was successfully completed. There was no clinical consequence to the patient due to the reported event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned balloon catheter found that the balloon was ruptured. The entire length of the device was visually, microscopically and tactically examined and no kinks or damage was found on the catheter shaft. The catheter was conforming to its dimensional specifications. During functional evaluation the device was inflated using an encore inflation device filled with water. The balloon was leaking on its balloon section. Due to the leak (ruptured balloon) the balloon could not be inflated. Per the device directions for use: "do not prepare or pre-inflate the balloon prior to deployment, other than as directed. Use balloon purging technique described in the operational instructions." The balloon purging technique is performed to remove air in the balloon and balloon lumen, but does not instruct to pre-inflate the balloon. The relation of this to the reported issue could not be determined. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Based on review and analysis of available information and investigational results, the cause of the reported issue cannot be conclusively determined.